Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Inspection of shaft diameter confirmed conformance to print specification. Inspection of material hardness found to be below print specification. The above observations are consistent with manufacturing error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Preoperative diagnosis: scoliosis, levels implanted: t2-pelvis it was reported that, intra-op, the tip of closed set screw inserter sheared off and remained in the set screw of the connector from competitive company. No patient complications were reported as a result of this event.